Manufacturer narrative:
Onset of fungemia is covered under MFR number 2916596-2023-02941 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to care being withdrawn secondary to fungemia and advanced heart failure. The patient had bacteremia, a chronic pseudomonas infection, and cultures were positive for yeast. The fungemia was first diagnosed on (B)(6) 2023. The heart failure was considered to be natural progression of disease.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the onset of the bacteremia was on (B)(6) 2022 and the source was the pump. The infection was treated with ceftazidime/avibactam and the bacteremia was treated with micafungin.